Event description:
Caller states the patient tested 6.9 inr on the coaguchek s system and 5.3 inr on a comparison lab. Reporter stated that the doctor withheld the coumadin based on the 6.9 inr result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.